Manufacturer narrative:
It was reported that the patient presented with chest pain at the emergency department after four days of amulet device implant. Also reported that a mild pericardial effusion was detected. Field indicated that per the physician the stabilizing wires of the occluder caused the pericardial effusion. Information from field indicated that the patient's activated clotting time level was 344 seconds and heparin was administered. Field also indicated that there was difficulty implanting the device, which may have contributed to reported effusion. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Cine review confirmed the reported event of effusion. Based on the information available, it is difficult to determine with certainty the exact cause of the reported event, including whether the amulet¿s stabilizing wires contributed to the pericardial effusion. The cause of reported patient effects pericardial effusion and angina could not be conclusively determined. The reported medical intervention was a result of case-specific circumstances as medication was administered to treat the pericardial effusion. There were no complaints associated with any other devices from the lot. Based on the information received, there is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 20mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2025 using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was in sinus rhythm. Transseptal puncture was mid. The patient's activated clotting time (act) level was 344 seconds. 7,000 units of heparin were administered. The patient's left atrial pressure was greater than 12mmhg. The occluder was implanted. On (B)(6), the patient presented with chest pain at the emergency department (ed). A mild pericardial effusion was detected. Medication was administered to treat the pericardial effusion. The patient was hospitalized as of on (B)(6) 2025. Per the physician the stabilizing wires of the occluder caused the pericardial effusion. The patient status was stable.